Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an inoperable display while in use on a patient. The patient was not harmed or injured as a result of the event. The evaluation of the device has not been completed.